Event description:
Philips received a complaint from the service engineer (se), reporting that during device servicing, the v60 ventilator¿s system board needed to be replaced as it was causing the device to turn on and off intermittently. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A service quote was provided to the customer for approval.